Manufacturer narrative:
(B)(4). The event occurred in: (B)(6).

Event description:
The customer complained of questionable result for 1 patient sample tested for crej2 creatinine jaffé gen.2 (crej2) on a cobas 8000 c 702 module. The initial crej2 result was 601 ¿mol/l. The sample was retested twice with results of 113 ¿mol/l and 110 ¿mol/l. The erroneous result was released outside of the laboratory. There was no allegation of an adverse event. It was also noted that the patient had a new blood draw done and the crej2 result from that sample was low, specific data was not provided. The crej2 reagent lot was 291877 with an expiration date that was not provided. Quality control results were acceptable. A laboratory support coordinator performed precision check testing with acceptable results. There have been no further issues with the instrument. The investigation was unable to find a definitive root cause.